Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was unable to be inserted through the introducer sheath. A second iab was then prepped in the same manner as the first and was able to be inserted through the introducer sheath without any issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).